Event description:
Device malfunction: exchange sheath kinked. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during insertion of the exchange sheath into the vessel, the exchange sheath kinked. The exchange sheath was removed, the vessel was rewired, and a second starclose se was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.